Event description:
It was reported that on the date of this report the patient's actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 32 milliliters (ml) and the erv was 2.4 ml. The patient reportedly experienced increased pain and had been doing "more poorly" over the last month. The patient used to be able to walk 14 blocks at a time but now was only able to walk 2-3 blocks at a time. The patient's last refill was (B)(6) and 40 cc's were placed in the reservoir at that time. The pump logs were reviewed and noted no anomalies. This device system delivered morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n084002, (B)(6) 2008: product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008: product type catheter. (B)(4).